Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient developed a right breast mass which was visualized with mammogram and ultrasound imaging. The mass was biopsied and was determined to be benign. Additionally, the right breast implant is suspected to be rupture per the imaging results. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast mass. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2022, mentor was provided with an updated explantation date of (B)(6) 2022. On september 21, 2022, mentor received additional information. The patient was reported to have undergone a primary breast augmentation surgery to implant the suspect medical device. The date of implant was provided as (B)(6) 2009. The date of event was updated to january 28, 2022 as this was the date the rupture was determined. The patient underwent replacement with 375cc (left-sided) and 325cc (right-sided) mentor memorygel breast implants. On october 17, 2022, mentor completed an evaluation on a photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).